Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: high ldh, heart failure s/s same as when pump exchanged (B)(6). Specific component(s) involved: other component malfunction, specify. Additional text: other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention : implant device type: lvad. Malfunction device type: